Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, a moderate stiffness of the driveline between the exit site and the modular connector was observed. The whole length of the driveline felt like a smooth, formable wire. The stiffest point was in the middle between the modular connector and the exit site, and formed a slight angle. There was no driveline infection present. Reportedly, dry dressing changes by the clinic are standard for vad dressings. There were no reported adverse effects to the patient. No additional information was provided.

Manufacturer narrative:
The report of stiffening along the pump cable could not be confirmed; furthermore, a specific cause for this change in the flexibility of the cable could not conclusively be determined through this evaluation. A photo provided by the account showed the pump cable holding a slight bend between the exit site and the bend relief. No cuts, tears, or other damage to the outer jacket layer of the pump cable were visible. The patient remains ongoing on vad support, and no further related issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.